Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, despite changing to brand new batteries, the low battery indicator of the external pulse generator (epg) remained lit. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the low battery indicator of the external pulse generator (epg) remained lit even after changing batteries. It was found, however, that the atrial output connector was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.